Event description:
Related to MFR report # 2183959-2012-02716. It was indicated that the right cylinder was removed due to infection and erosion at "glans".

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.